Event description:
While a patient was being supported with biventricular assist devices (lvad and rvad), the right ventricular assist device (rvad) on the patient failed to show signs of emptying completely. The patient was taken to the operating room to rule out any cannula kinking or obstructions. No external kinks or obstructions were found. The left ventricular assist device (lvad) continued to work without any problem. At the end of the case, the rvad was explantd and shipped to thoratec for failure investigation. Visual examination of the device showed the pump to be unremarkable. Thoratec is in the process of further investigating the device. Any necessary corrective action will be implemented upon completion of failure investigation.